Manufacturer narrative:
Device evaluation: visual inspection shows evidence of damage/crack in the connector luer port. A syringe filled with deionized water was connected to the luer port and when it was engaged there was a leak. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral arterial or jugular venous cannula, after 4 days on extracorporeal membrane oxygenation, the cannula cracked at the tubing connection point and blood was reported to be leaking from the cannula. An unplanned blood transfusion was not required because of the blood loss from the leak. The device was replaced to complete the case. There was no adverse patient effect associated with this event.